Event description:
It was reported that the patient received an inappropriate shock due to over sensing electromagnetic interference (emi) from the implantable cardioverter defibrillator. No changes or intervention was performed. The patient condition was stable.